Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing could not reproduce issue. Reloaded system control board firmware as a precaution. No problem was found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site system was shutting down and reading an error message (low battery error). This had happened more than once during the case. The system wasn't unplugged from the wall for more than 3 min before shutting down. Delay was unknown. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
H3: the pcba system control and the motor battery charger returned to the manufacturer for evaluation. After visual/physical examination the reported issue was not confirmed. Both parts were returned unused. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site system was shutting down and reading an error message (low battery error). This had happened more than once during the case. The system wasn't unplugged from the wall for more than 3 min before shutting down. Delay was unknown. There was no reported impact to patient outcome. No additional information was provided.